Event description:
: It was reported that ongoing intermittent cartridge alarms occurred during insulin delivery. Customer reverted to an alternate method of insulin therapy. The customer¿s blood glucose (bg) was "high" although specific value not provided. Elevated bg was addressed by a correction bolus via the pump.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.